Event description:
It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the lead was repositioned. Effective therapy was restored post procedure.